Event description:
A user facility reported that the connector snapped in half at the flange when it was attached to the breathing circuit. The lma was removed and replaced with another. Although there was no pt injury or problems, an MDR is being filed as failed connectors could theoretically cause injury to a pt. The facility will not be returning the lma for evaluation as it has been discarded. The user facility is reprocessing their masks with a cleaning agent that is not contained in the product's labeling.